Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, which was addressed with a bolus, via the pump. Contact and customer are new to pump therapy and had just completed the supply change process for the first time. During troubleshooting with tandem customer technical support (cts) it was discovered that the contact only filled the cartridge patient line with insulin and not the infusion set tubing. Cts walked the contact though fill tubing process and customer was able to resume insulin therapy. Cts followed up with contact who stated that bg level still had not come down to target range (557 mg/dl), and will administer manual injections to address bg level. Contact declined further follow-up.